Event description:
It was observed that during the device evaluation, the flex video scope exhibited forceps elevator has foreign material, and due to clogging of channel tube, forceps cannot be inserted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: instructions for use (IFU) states the detection method in operation manual 3.3 inspection of the endoscope. Instructions for use (IFU) states the preventative measures in reprocessing manual 5.5 manually clean the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.